Event description:
The manufacturer received information alleging a ventilator's power cord was defective. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power cord was replaced to address the issue.